Event description:
Caller reported damage to tandem charging cable. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the damaged charging supplies and arranged for the delivery via 2-day shipping.